Manufacturer narrative:
This event is reportable because a recurrence may cause or contribute to a death or serious injury. Comparison of inratio test with lab results provided by end-user at time of complaint was reviewed: inratio: 1.5, lab: 6.5, mean: 4.0, confidence limits: 2.3-5.7. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values fall outside the confidence limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. Inratio precision data provided by end-user lot (inratio meter): 1st inr = 1.9, 2nd inr = 2.0, mean: 2.0, sd: 0.1, %cv: 3.6. The 3.6% cv is less than 20%. Inratio meter results passes the criteria for precision. Device is not being returned back for eval.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: 2009, inratio: 1.5. In the next day, lab: 6.5. Pt received 6 quarts of blood in hospital in 2009.